Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the device came out together with a non-cordis sheath. Manual compression was then used for hemostasis. There was no reported patient injury. The device was used after a carotid artery stenosis surgery. The operator had many years of experience using exoseal. The procedure was via retrograde puncture of the left femoral artery using a non-cordis short sheath. At about a 40° angle, the device was slowly withdrawn. After the pulsatile backflow slowed, the device was withdrawn by about 1 cm, but the window did not change. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the device came out together with a non-cordis sheath. Upon device removal, the indicator wire loop was deployed halfway. Manual compression was then used for hemostasis. There was no reported patient injury. The device was used after a carotid artery stenosis surgery. The operator had many years of experience using exoseal. The procedure was via retrograde puncture of the left femoral artery using a non-cordis short sheath. At about a 40° angle, the device was slowly withdrawn. After the pulsatile backflow slowed, the device was withdrawn by about 1 cm, but the window did not change. A retrograde approach was used during the procedure. The device was stored and prepped according to the IFU, and the physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage prior to use. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was confirmed on angiography, with verification of the insertion angle (30¿45 degrees) and a vessel diameter =5mm. There were no signs of calcium/plaque, vessel tortuosity, nearby stents, vessel stenosis >50%, prior closure devices, manual compression within 30 days, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked into the handle assembly with an audible click. The physician did not place their thumb on the plug deployment button during retraction. No red color appeared in the indicator window during retraction. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the device came out together with a non-cordis sheath. Upon device removal, the indicator wire loop was deployed halfway. Manual compression was then used for hemostasis. There was no reported patient injury. The device was used after a carotid artery stenosis surgery. The operator had many years of experience using exoseal. The procedure was via retrograde puncture of the left femoral artery using a non-cordis short sheath. At about a 40° angle, the device was slowly withdrawn. After the pulsatile backflow slowed, the device was withdrawn by about 1 cm, but the window did not change. A retrograde approach was used during the procedure. The device was stored and prepped according to the IFU, and the physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage prior to use. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was confirmed on angiography, with verification of the insertion angle (30¿45 degrees) and a vessel diameter = 5mm. There were no signs of calcium/plaque, vessel tortuosity, nearby stents, vessel stenosis >50%, prior closure devices, manual compression within 30 days, or evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was encountered connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked into the handle assembly with an audible click. The physician did not place their thumb on the plug deployment button during retraction. No red color appeared in the indicator window during retraction. One non-sterile exoseal vascular closure device (7f) was returned for investigation. Visual inspection showed that the deployment lever was not depressed, the guard was locked, the plug was in the manufacturing position, and the indicator wire was deployed. A catheter sheath introducer was returned (non-cordis, inserted on the unit). The indicator window was in the black/white position. No additional anomalies were observed during this analysis. A deployment simulation could not be performed, as the guard was already locked with the indicator wire deployed. The reported event of ¿indicator wire deployment difficulty¿ was not observed through analysis of the returned device since the indicator wire was received fully deployed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.